Event description:
Patient was undergoing rotoblator procedure in cardiac cath lab under direction of physician. During the procedure the burr was unable to be removed from the coronary artery. Patient was comfortable and stable but had to go urgently to or for removal of burr and bypass of artery.